Event description:
During insertion of PICC catheter by IV therapy nurse, the skin was punctured. Attempted to advance the needle with a lot of resistence encountered. Needle removed, viewed, and flushed without difficulty. Nurse touched tip and felt rough spot or "burr" on the end.